Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose of 17 mg/dl. The customer stated that she got into the hot tub and went to lie down. The customer woke up with her friend dumping coke down her throat. The customer stated that 911 was called and the paramedics came. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.